Event description:
Nihon (B)(4) installation technician called in that the org-9110a receiver associated with the telemetry transmitters has signal loss on multiple channels after the unit was deployed and in use. Ref MFR #8030229-2015-00025.